Event description:
A time-lapse issue was reported with the adc device. A customer reported that the sensor did not transmit data as there was an hour lapse in the graph and as a result, the sensor did not alarm when a "lo" (< 2.2 mmol/l) error message scan was obtained. The customer experienced a loss of consciousness and had contact with a healthcare professional (hcp) who obtained a glucose result of 4 mmol/l. The customer was provided glucose 3 times for the diagnosis of hypoglycemia and a post-treatment result of 13.5 mmol/l was obtained on the hcp meter. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.